Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event of the epg (external pulse generator) giving incorrect readings. The epg passed electrical testing. The report of case damage was confirmed. Both the upper and lower cases were damaged. The battery contacts were also found to be compressed, and the battery drawer and one side bail cover were broken. One side bail cover, three case screws, and one side bail were missing, the battery release, ring cover, heart block, and lead flex cover were contaminated, and the ring was bent.

Event description:
It was reported the epg (external pulse generator) is giving incorrect readings, and the case is damaged. The epg was returned for repair. No patient complications were reported as a result of this event.